Event description:
A customer reported encountering a tandem mobi cartridge alarm during the cartridge load process. There was no adverse impact to the customer's blood glucose level. Initially, due to the cartridge alarm, the customer was unable to reload the original cartridge and resume insulin therapy. Technical support guided the customer in removing the cartridge, delivering a bolus, and assisted them in loading a new cartridge using the correct procedure, allowing the customer to successfully resume insulin therapy. The issue was resolved, and replacements for the affected cartridges were to be sent by technical support.